Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient experienced discomfort at the ipg site. In turn, the patient underwent surgical intervention on (B)(6) 2020, wherein the ipg was replaced and relocated above the belt line. Effective therapy and coverage was restored post-operatively.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain patient weight, but it was not received. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.